Event description:
During an in-clinic follow-up, loss of capture (loc), high pacing impedance, and r-wave amplitude variation were observed on the right ventricular (rv) lead. Rv lead damage is suspected, but diagnostic imaging was performed, and no anomalies were observed. No intervention was performed. The patient was stable with no consequences and will continue to be monitored.